Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose for the past week due to bent cannulas. The customer stated that her blood glucose went up 500mg/dl the night before. The customer also mentioned that she is not getting insulin, and the insulin pump is not alarming. The caller stated that the inserter triggers properly and the device primes correctly. The customer did not have the insulin pump with her at time of call. No further information was provided.